Event description:
It was reported that a clearlink system - non-dehp solution set leaked. The primary line of normal saline had a slow leak; droplets were coming from below the drip chamber. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including pressure and clear passage under water testing, and a leak was observed between the assembly of the tubing into in the upstream part. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.